Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer leak occurred five minutes after starting hemodialysis (hd) treatment. The rn stated the hemodialysis machine indicated a blood leak and when observing the dialyzer, a leak from both dialyzer heads was "corroborated." The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and it was unknown if the patient¿s blood was returned. The supervisor and medical area was informed. The estimated blood loss (ebl) was 80ml. The extracorporeal circuit and machine were changed, and the patient continued treatment without eventualities. The patient was able to complete treatment on a different machine after re-setting up supplies. A photo and video were provided for the investigation. The sample was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: reported complaint confirmed. Complaint device not returned for manufacturer evaluation. Customer provided two photographs and one video of product. First photograph shows lower half of a dialyzer that appears to be mounted to hd machine with bloodlines and dialysate lines connected. A portion of the lower bell housing and header have been circled with digitally super-imposed yellow circle. There appears to be dialysate fluid throughout the length of the dialyzer, with possible traces of blood in fibers. Location/cause of the blood leak not clearly visible within image. The second photograph appears to be showing the same dialyzer as the first image. Full length of dialyzer visible and mounted to hd machine with bloodlines and dialysate lines connected. Video provided appears to be showing same dialyzer shown in the two photographs. The specific cause and location of the blood leak is not clearly visible within the video. A lot history review was performed. There were four other complaints reported against the lot. One complaint is addressing an external header leak while priming (no sample), one complaint is addressing two dialyzers that were reportedly leaking from the ¿lower part¿ of the dialyzer during disinfection of the machine (no samples), one complaint is addressing a fluid leak from the arterial head of the dialyzer five minutes after treatment initiation (no sample), and one complaint is addressing a fluid leak from the ¿filter head¿ during priming (no sample). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria.

Event description:
A user facility registered nurse (rn) reported an internal dialyzer leak occurred five minutes after starting hemodialysis (hd) treatment. The rn stated the hemodialysis machine indicated a blood leak and when observing the dialyzer, a leak from both dialyzer heads was "corroborated." The machine, a fresenius 4008s, alarmed appropriately with a blood leak alert. Blood leak test strips were not used. No further damage and/or defects were noted. Fresenius bloodlines were being utilized for the treatment and it was unknown if the patient¿s blood was returned. The supervisor and medical area was informed. The estimated blood loss (ebl) was 80ml. The extracorporeal circuit and machine were changed, and the patient continued treatment without eventualities. The patient was able to complete treatment on a different machine after re-setting up supplies. A photo and video were provided for the investigation. The sample was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported five minutes after starting hemodialysis (hd) treatment, the hemodialysis machine indicated a blood leak. When observing the dialyzer, a leak from both dialyzer heads was "corroborated. " the supervisor and medical area was informed. The estimated blood loss (ebl) was 80ml. The extracorporeal circuit and machine were changed, and the patient continued treatment without eventualities. A photo and video were provided for the investigation. The sample was no longer available to be returned for evaluation. Additional information was requested but was not received to date.